Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The reported system fault 75 was confirmed through review of the device logs. The investigation determined that the system fault was due to a software fault. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an eval was performed. A review of the device data confirmed that a system fault 75 was triggered in the device. The eval determined that the system fault was due to a defective pneumatic block. The pneumatic block was replaced to resolve this issue. The device was cleaned, serviced, and calibrated before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).